Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H6. Investigation summary: it was reported the catheter leaked blood during the puncture. As a sample was not returned, a thorough sample evaluation could not be completed. To aid in the investigation, one video was provided for investigation by our quality team. In the video is can be observed that the tubing is leaking. However, bd cannot determine what caused the damage. The product is made manually, and during assembly we do not use sharp objects that could cause damage in the tubing or other parts. The physical sample would be required to perform a better investigation and provide a root cause. A device history record review was completed for provided material number 383313, lot 2026340. The review revealed there were no quality notifications or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted. Based on the investigation, bd was able to observe a leakage caused by damage of the tubing. However, bd was not able to confirm by the customer indicated failure mode to the manufacturing process as a sample is necessary to perform a better investigation.complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 24 of the bd intima-ii¿ closed IV catheter system were leaking blood. Report 2 of 2. The following was received by the initial reporter: on (B)(6) 2023, when the nurse in the interventional department performed the indwelling needle puncture for the patient, it was found that the catheter leaked blood during the puncture and successfully pulled out the needle core, which required re-puncture. Form submitted list 25 affected products. Quantity affected (practical defective units) 25